Manufacturer narrative:
An event of dissection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur. Furthermore, the instructions for use states that vessel dissection is a potential complication which may be encountered during all catheterization procedures. Additionally, torquing the pressurewire without observing corresponding movement of the tip may cause vessel/ventricle trauma.

Event description:
The pressurewire x, wireless was used for ffr measurement of the lad proximal. A dissection occurred and pci with a stent was used to stop the bleeding. The procedure was delayed and additional hospitalization was required.